Manufacturer narrative:
The reported contact force issue was confirmed. The catheter did not display contact force when connected to the tactisys quartz unit. Further investigation revealed fluid ingress within the distal shaft of the catheter as well as fluid within the handle. Additional investigation revealed a leak at the irrigation tubing and tip assembly junction due to inadequate adhesive bonding as well as an adhesive failure at the shaft/tip electrode transition, consistent with fluid ingress and a loss of force data during the procedure.

Event description:
This event is being reported based on the analysis of the returned device.